Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one seeker crossing support catheter loaded onto a packaging hoop. Complete circumferential detachment was noted to the distal end of the catheter shaft and the distal catheter segment was not returned. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation is confirmed for the reported detachment as the detachment was noted to the distal end of the catheter. One photo was reviewed. Photo shows the protector hoop and a complete detachment at the distal end of the catheter shaft. Based on the photo review reported event can be confirmed. A definitive root cause for the alleged detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure in the lower limb artery opening, the support catheter was removed from the protective sleeve and the tip was allegedly found to be fully separated from the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure in the lower limb artery opening, the support catheter was removed from the protective sleeve and the tip was allegedly found to be fully separated from the catheter. The procedure was completed using another device. There was no patient contact.